Manufacturer narrative:
Complete entry for section a1 - patient identifier: (b)(60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a 42-year-old male patient, with sid (B)(6) when processed with reagent lot 81332be01 (sn: (B)(6). The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial result on (B)(6) = 2.9 s/co, repeat result = 3.15 s/co, repeat results from analyzer (B)(6) = 0.63 s/co & 0.64 s/co. Tppa= positive. Testing was repeated after switching reagent lot: 81332be01 (sn: (B)(6) to (B)(6) = results were 0.61 s/co, 0.62 s/co. Another sample from the same patient (sid (B)(6) repeated on (B)(6) = 0.67 s/co, 0.66 s/co, but repeat results with reagent lot 81332be01 (sn: (B)(6) were = 2.77 s/co, 2.87 s/co. Following comparison testing was completed using impacted lot. (B)(6), lot 81332be00, sn (B)(6); (B)(6), lot 81332be01, sn (B)(6). Sid (B)(6) = 0.05 s/co & 0.05 s/co, sid (B)(6) = 0.07 s/co & 0.11 s/co, sid (B)(6) = 0.86 s/co & 0.87 s/co, sid (B)(6) = 0.07 s/co & 0.51 s/co, sid (B)(6) = 0.09 s/co & 0.10 s/co, sid (B)(6) =1.12 s/co, 1.08 s/co, sid (B)(6) =1.50 s/co, 1.49 s/co, sid (B)(6) =20.50 s/co, 20.83 s/co, sid(B)(6) =15.89 s/co, 16.30 s/co, sid (B)(6) =9.71 s/co, 9.54 s/co, sid (B)(6) =8.71 s/co, 8.87 s/co, no impact to patient management was reported.